Event description:
During preparation for an endoscopic procedure, the physician prepped a cook hemospray endoscopic hemostat. It was reported that no co2 [carbon dioxide] eject [sprayed] when testing the device before patient contact. [Difficult or unable to spray - subject of report] this occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photo matches this report. The label in the photo matches the product reported. The report could not be confirmed with the picture provided. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The report indicated that the device was tested prior to use. The IFU states, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.